Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709, lot# j0058170r, implanted: (B)(6) 2001, product type: catheter; product ID 8840, serial# (B)(4), product type: programmer, physician; product ID 8709, lot# j0058170r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had no symptoms of withdrawal. The cause of the discrepancies was unknown, and the hcp was still working on this issue. They were attempting to get a computed tomography (CT) myelogram to look at the catheter tip, and to run some logs. On (B)(6) 2015 the logs were ¿ok.¿ the patient recovered without permanent impairment; was ¿fine/stable-even though the problem was not resolved.¿

Event description:
The patient had a volume discrepancy at each of their last two visits. At the visit at (B)(6), the pump was expected to contain 5.9 but actually contained 24. An MRI and CT were ordered to check for a partial granuloma, but the patient did not go. Then, at the refill on the date of report, the pump was expected to contain 5.7 and actually contained 24. There had not been any neurological changes or changes in symptoms. The device system was used to deliver bupivacaine and morphine. There were no known interventions performed and no outcome was reported. Further follow-up was being requested to obtain additional information.